Manufacturer narrative:
The affected devices were returned and evaluated. The locking feature area of each liner was closely inspected for damage or deformation, and no damage was apparent. No manufacturing deviations were visible. As a simple test for locking, one of the liners was placed in a 62 mm r3 no-hole shell, and a 40 mm cocr femoral head was placed in the liner. A 2 lb drop weight was dropped three times from a height of 10 inches per the guidance of astm f2009-00, with the intention of simulating a femoral impact used to seat the liner. The first liner appeared to seat properly and did not dissociate with the shell after impact under the application of manual force. The liner was removed from the shell, and the second liner was impacted in the same manner. This liner also appeared well-seated and locked into the shell. Under visual inspection and a simple test for lock strength, no deviations were noted which would cause the liner to not lock properly. It is possible that deviations were present in the shell at the time of surgery which caused improper locking of the liners. Since the shell was unavailable for inspection, the exact cause of the complaint was unable to be determined.

Event description:
It was reported that surgery time was extended beyond 30 minutes.

Event description:
It was confirmed that the extension of surgery time occurred during a revision of smith & nephew products. Cause for revision is unknown.